Event description:
It was reported that patient received inappropriate hv therapies due to noise at home and while going to the hospital. Transmission strips also revealed rv oversensing episodes. High pacing lead impedance was observed. The lead was explanted and replaced. After the lead was removed, minor lead insulation damage was observed. It is unknown whether the damage may have resulted from the extraction process.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4). Device evaluation anticipated, but not yet begun

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasions were noted at 7.4-8.8cm and 7.8-8.4cm from the distal tip. Internal insulations under the svc shock coil were noted at 18.6-18.7cm, 19.7-21.3cm, and 23.0-23.9cm from the distal tip. The etfe coating was intact at these locations. Internal insulation under the rv shock coil was noted at 6.6-6.7cm from the distal tip. The sensing conductor etfe coating was abraded at 6.6cm from the distal tip. This is consistent with the observation from the field of inappropriate shock, noise, and oversensing.